Manufacturer narrative:
Info from section f was completed by the MFR.

Event description:
It was reported that the stent separated from the delivery catheter in the periphery, (iliac region), and was successfully retrieved with a snare device. This occurred after the delivery catheter met resistance in passing a tortuosity in the rca. The vessel had reportedly been adequately predilated. When resistance was met the delivery catheter was removed with the guiding catheter, leaving the wire distal to the lesion, contrary to the IFU. The procedure was terminated as it was felt the vessel had been adequately dilated.